Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Procedure: gastrostomy.

Manufacturer narrative:
(B)(4). Per photographic evaluation: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a box and device inside of its package and the box can be seen dirty. The second photo shows a box and device inside of its package. The third photo shows a device inside of its package and the tyvek appears to be damaged. The fourth photo shows a package from the top view and the tyvek shows two holes and these appear to be burnt. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 02/11/2022 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was returned with its package. The box was examined for visual inspection, and it was noted dirty. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (two burned holes); the damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified.